Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 235 mg/dl. Caller stated that the customer's insulin pump dome sticker is missing. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test. The insulin pump was returned with a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.